Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), female patient who was receiving an unknown drug via an implantable pump for non-malignant pain. On an unknown date in (B)(6) 2016, the patient's pump ran dry. The patient's pump was to be set at minimum rate two weeks prior, but it never happened. Further details were not reported, but the company representative believed "the patient was reaching the end of life and was no longer using the pump." The hcp wanted to turn the pump off and the pump off password was provided. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.